Event description:
It was reported, the pt had pain at her ipg site. She stated, there was redness over the incision. It was reported, the pt planned to consult with her physician regarding the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.